Event description:
It was reported that patient experienced communication issues with the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well post op. The explanted device was not returned to bsn as it was kept by the medical facility.